Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet displayed an unresponsive touchscreen that remained on the unlock screen and did not respond to sliding to unlock despite restarts and a firmware update attempt via the mobile app, consistent with a device key/button input failure localized to the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software-related problem associated with unresponsive input behavior on the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.